Manufacturer narrative:
Zoll medical corp. Has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 12-day old patient the device was unable to power on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.